Manufacturer narrative:
The customer reported that the phaco handpiece stopped working during surgery. With no additional, related information provided, the customer reported event was not able to be confirmed. The phaco handpiece was manufactured on april 6, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the phaco handpiece stopped working. An alternate handpiece was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).